Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur after the process. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.